Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to low blood glucose, with blood glucose of 37 mg/dl at the time of the incident. The customer fell into a pool with the pump due to the low. The customer was low but thought they were high so they gave themselves insulin. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was hospitalized. The insulin pump will not be returned for analysis.

Event description:
The incident date has been changed to (B)(6) 2017.